Manufacturer narrative:
During lead analysis, it was found that the lead body insulation was massively damaged due to crushing approximately 30 cm distal to the connector pin, and the cable lead coating to the ring electrode was damaged and also the cable lead to the rv shock coil was broken at this point as well. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 6 months, a shock impedance of >150 ohm was reported. No worsening of the patient's state of health was reported.